Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.